Event description:
The customer reported obtaining non-reproducible, elevated troponin I (access accutni+3) results on their access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) for one (1) patient. The result was reported outside the laboratory. The customer repeated the sample on an alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) and obtained lower results, within the assay's normal reference range. There was report of change to patient treatment as the patient was admitted to the hospital. The customer obtained a failing system check on (B)(6) 2015 prior to the event. The customer obtained passing quality control (qc) prior to the event. The customer calibrated the access accutni+3 assay on (B)(6) 2015. Although the calibration passed it is noted the relative light unit (rlu) values for the calibrators were approximately ten times higher than beckman coulter (bec) quality control (qc) release values. After obtaining the non-reproducible access accutni+3 results, the customer ran qc which failed level one (1) with indeterminate (ind) flags. Levels two (2) and three (3) qc passed with lower values. The patient samples are lithium heparin and centrifuged at 3000 revolutions per minute (rpm) for ten (10) minutes. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
The customer did not provide patient demographics such as weight. The customer stated after noting the non-reproducible access accutni+3 results and failing low level qc, the customer performed daily maintenance on the access 2 portion of unicel dxc 600i synchron access clinical system. The customer obtained a passing system check after daily maintenance was performed. Beckman coulter (bec) customer technical support (cts) advised the customer to recalibrate the access accutni+3 assay. The customer recalibrated the assay and ran passing qc and precision run. The cause of the reported event is use error. The customer was running patient samples on a system with a failing system check. (B)(4).